Event description:
It was reported that a atb35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the affiliate that the instrument jaw would not open after firing (no pt consequence). A new instrument was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Sent 12/16/1998. D5,6; h4: info not available.